Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site and ipg sticking out and moving in the pocket. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received that surgical intervention was undertaken wherein the ipg was relocated on (B)(6) 2019. Patient stated that ipg placement (original) was too medial and wanted it more lateral and less superficial. Therapy was restored. Issue was resolved.